Event description:
On 2015-10-15, additional information was received from a healthcare provider (hcp) via the clinical study. On (B)(6) 2015, therapy was suspended. On (B)(6) 2015, the entire system was explanted and replaced. The event then resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n316579, implanted: (B)(6) 2012, product type: accessory; product ID 8591-38, lot# d17306, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2015 regarding a (B)(6) female patient receiving 3.0mg/ml morphine sulphate at 2.3006mg/day via an implanted infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disorder. Per the patient's spouse, on (B)(6) 2015 the patient had an unrelated surgery to correct kyphosis of the thoracic and lumbar spine, and the catheter was cut by the surgeon during the procedure. The issue affected the entire catheter. The severity of the event was moderate in that it produced some impairment of functioning but it was not hazardous to the patient's health. The event was ongoing at the time of this report, no actions/interventions or patient outcome were reported. No follow up was required at this time because the event was ongoing. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a company representative reported that the patient experienced gradual decreased efficacy. A dye study was performed and showed the catheter had migrated. The daily dose was also reported as 1.2 mg/day.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly of corrosion and/or wear and/or lubrication. In addition, a motor stall was found due to shaft-bearing. Analysis of the catheter found no significant anomalies. A non-significant indent was found in the seal of the sutureless connector, though it did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.